Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "product #3 - no harm to patient. Delivered at a rate of 10.6 ml/hr vs. Requested 6.2 ml/hr. (B)(6) in dept. (B)(6). Pump treatment information:unknown. Type of drug:unknown. Was there a prime performed:no. Delay in therapy:unknown. Need for medical intervention:no. Human harm: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "product #3 - no harm to patient. Delivered at a rate of 10.6 ml/hr vs. Requested 6.2 ml/hr. (B)(6) in dept. T10pp. Pump treatment information:unknown, type of drug:unknown, was there a prime performed:no, delay in therapy:unknown, need for medical intervention:no, human harm: no."